Manufacturer narrative:
Corrected original.

Manufacturer narrative:
Unique identifier (UDI)# (B)(4).

Event description:
The customer complained of questionable ise indirect na, k, ci for gen.2 results for multiple patients. The customer said they had to send out somewhere between 30 to 40 corrected reports. The sodium results for two specific patients were provided. For patient 1 the initial sodium result was 127 mmol/l. The repeat result was 142 mmol/l for patient 2 the initial sodium result was 126 mmol/l. The repeat result was 143 mmol/l. The repeat results were deemed to be correct. The repeat testing was performed on another analyzer. The customer stated that there were no known adverse events. The lot number and expiration date for the sodium electrode was asked for but not provided. The samples were processed by a cobas 8100 modular pre-analytic system. The customer found that the vacuum nozzles that go down into the internal standard bath were not correctly aligned causing them not to properly descend into the internal standard bath. The field engineering specialist commented that this would prevent the excess internal standard from being properly aspirated. The customer fixed the alignment of the vacuum nozzles then recalibrated and ran qc which all passed. The field engineering specialist found no other issues with the analyzer.

Manufacturer narrative:
A historical query for this site was performed and no new or past escalated complaints of this nature on any like instruments were found for the past 12 months. For the error causing part there was no abnormal trend found over the past 90 days.